Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in germany during treatment. It was reported that a pump stop occurred due to an device defective error message on the cardiohelp device. The machine stopped for about a minute. There were audible speed fluctuations during operation due to blockages/thrombi in the oxygenator which could have caused the error. The hls set was replaced and therapy was continued. No harm to any person has been reported. The cardiohelp device (complaint#: (B)(4), mfg report number: 8010762-2025-0000199) was serviced and does not have any malfunction. As the hls set was replaced during treatment and a pump stop occurred, a report is required. Complaint#: (B)(4).

Manufacturer narrative:
The event occurred in germany during treatment. It was reported that a pump stop occurred due to an device defective error message on the cardiohelp device. The machine stopped for about a minute. There were audible speed fluctuations during operation due to blockages/thrombi in the oxygenator which could have caused the error. The hls set was replaced and therapy was continued. No harm to any person has been reported. The cardiohelp device (complaint# (B)(4), mfg report number 8010762-2025-0000199) was serviced and does not have any malfunction. As the hls set was replaced during treatment and a pump stop occurred, a report is required. The product was discarded by the customer and it was confirmed by getinge service and sales unit on 2025-08-27 that no response was received from the customer after 3 gfes. Therefore, the exact root cause remains unknown. However, a medical consultation was performed by getinge medical affairs on 2025-08-26 with following conclusion: "the potential root cause for a transient halt in blood flow was reported as the presence of thrombus. In this case as thrombus is captured by the rotor, it may cause the pump stop depending on the extent thrombus involvement in the pump rotor. Because the product was disposed of, a thorough investigation of the product cannot be performed. Therefore, a definitive root cause cannot be established via investigation, e.g., thrombus, product deficiency, non-product related root cause. As a note, the service report appears to indicate that no deficiencies were identified with the cardiohelp hardware. That said, the cardiohelp IFU indicates that the error code may vary depending on cause of the fault. While anticoagulation management (e.g., adequate act level and ptt target, heparin potency, etc.) And patient mediated factors (e.g., atiii deficiency, hypercoagulability, etc.) May have contributed to the presence of thrombus in the hls set; it is also possible that thrombus may have been aspirated from the patient in the form of a dvt (deep vein thrombosis). Thrombus originating from a dvt may lodge in the pump rotor and/or oxygenator of the hls set and, depending on the extend of involvement, may serve to either impede or stop the pump rotor thereby hampering (or stopping) blood flow. That said, it appears that the cessation of blood flow was transient and resumed unimpeded. No further details are provided regarding the exchange of the hls advanced. The cardiohelp service pool data confirms the reported pump stop. On april 21 at 14:13:34 the pump stopped, then resumed at 14:14:31. At 14:13:34 an rpm control error was logged confirming the statement by the customer of ¿there were audible speed fluctuations during operation due to blockages/thrombi in the oxygenator, which could have caused the error.¿ it is unknown if these blockages were observable (and audible) or detected in another manner. To date, no responses were received from the customer regarding the requested questions. However, it was reported that ¿the oxygenator was disposed of and not claimed by the customer.¿ that said, a thorough investigation cannot be performed on the product. Therefore, an appraisal of the product function and performance (e.g., possible deficiencies or insufficiencies) cannot be completed. As such, any product related root causes can neither be ruled out nor proposed or established. The patient risks involved in the reported event are the following: transient absence or low blood flow (depending on cardiac contribution), hypoxia, and ischemia. Of course, the risks (seen as possible harms) depend on the status of the patient, venue of support, support dependency, and possible comorbidities. As the hls set was exchanged with another set, the risks involved (i.e., possible harms) are assumed to be the same as a transient stop, that is, depending on the time of product replacement and prompt resumption of target blood flow." According to the instruction of use of the hls set in chapter "safety instructions for the extracorporeal circulation" it is stated that no anticoagulation or insufficient anticoagulation causes occlusion of the extracorporeal circulation and the patient circuit. This can lead to inadequate patient support, hemolysis or thrombus formation in the patient. It is recommended to use anticoagulants, e.g. Heparin or argatroban and to check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). Ensure that the act value does not fall below the value which is appropriate for the application. Further the coagulation status of the patient's blood should be checked regularly." In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. Based on the results the reported failure "clotting" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the hls set. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. The disposable was discarded by the customer. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
Complaint# (B)(4).